Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant did not achieve primary stability during implant placement. Doctor did not complete the procedure placing other implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative. Device history record (DHR) review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (complaint category keywords : unable to place implant into osteotomy) for similar events and one other complaint was identified for lot number 1240751. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events.